Event description:
Additional information received indicated the lead remains implanted and was not explanted as previously reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise was observed on the atrial channel as well as a loss of capture. The lead was explanted and successfully replaced. The patient was in stable condition.